Event description:
It was reported that arteriotomy closure was attempted in the left common femoral artery using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was attempted with the same result. Hemostasis was achieved using manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the reported cuff miss. There was no detected device anomaly and lab testing of the returned device confirmed proper needle deployment parameters. The probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. Based on the available information reviewed, there is evidence to suggest that a product deficiency is suspected. Additionally, 1 unused representative sample with the same part number and lot number 070266h was returned for evaluation. Functional testing was performed and the device passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested sample. Review of the device history record for this lot did not produce any findings relevant to this report.